Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-09428. It was reported that the patient presented to the hospital for a pacemaker change. Upon examination, it was noted that the right ventricular lead exhibited failure to capture during the procedure. The lead was not used. The patient was stable in condition.

Manufacturer narrative:
Previously reported as an adverse event but should actually only be a malfunction. B1 should only have ¿malfunction¿ selected.

Event description:
Related manufacturer reference number: 2017865-2022-09428. New information received notes pacemaker exhibited failure to pace. The pacemaker was replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of a capturing issue was not confirmed. Analysis found that a complete lead was returned in one piece measuring 52.7 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.